Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the customer already resolved the issue. The technical support specialist dialled in to server and confirmed that all messages are crossing and no disconnected flags showing on the cce profile. Confirmed with customer that the issue has been fixed. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, the patient information and patient orders were not crossing over to pyxis devices. The customer reported that the malfunction resulted delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.